Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a damage cord that had exposed the wires. The confirmed malfunction is related to the reported event. Incidentally, it was noted that (B)(4) had a high max error reading, possibly caused by inconsistent charge/discharge practices that might have driven the battery to be out of calibration. This finding is not related to the reported event. The most likely root cause of batteries¿ failure can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery/ (B)(4) / model# 1650- / exp. Date: 2015-08-31, UDI: asku. Device available for evaluation: yes, 10/26/2015, device evaluated by manufacturer: yes, device manufacture date: mfg date 08/01/2014, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two batteries with frayed wires on cable. The batteries were requested for return and replaced. No patient complications have been reported as a result of this event.